Event description:
Patient reported their dentist advised them to stop using the aligners immediately due to them having periodontal disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.